Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the superior plate of a mobi-c implant disassembled while being impacted into the disc space. It was removed and replaced with another mobi-c implant to complete the procedure without patient impacts.

Manufacturer narrative:
Corrections in d4: expiration date and UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during insertion. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the superior plate of a mobi-c implant disassembled while being impacted into the disc space. It was removed and replaced with another mobi-c implant to complete the procedure without patient impacts.